Event description:
During the investigation of an alleged programming wand malfunction, a handheld device was returned to the manufacturer with no indication of a device malfunction. However, analysis of the handheld identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The programming wand malfunction will be reported on the next alternative summary report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.